Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged power adapter issue could not be verified as the product was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, the wall adapter was unable to charge. Customer¿s blood glucose level was 283mg/dl. Reportedly the customer continued to use the pump for insulin therapy. A replacement wall adapter was sent to the customer.